Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. The physician performed transseptal puncture at mid/mid location. Then the versacross sheath was exchanged for the watchman access sheath (was) over the versacross wire. The physician paused for a minute to get left atrial appendage (laa) measurements and then the physician stepped on fluoro and noted that the pigtail of the versacross wire had a strange look to it. The left atrium looked like it was getting abnormally smoky despite heparin, and the physician took a puff of contrast, it was noted that it was hung up in the distal appendage or pericardium, so a transesophageal echocardiography (tee) was asked for a check. Cardiac anesthesia physician confirmed the effusion and implanter ordered heparin be reversed and pericardiocentesis was performed to attempt to drain the effusion. Pericardiocentesis was unsuccessful because the drain was placed posterior and effusion was anterior. During this time the patient lost blood pressure, cardiopulmonary resuscitation (CPR) chest compressions were started, and a full code was initiated. The patient was taken to cardiothoracic (CT) surgery and the laa was clipped. There is no anticipated discharge date, the patient is in the cardiac intensive care unit (ICU). In the physician opinion, laa perforation occurred from watchman double curve sheath and versacross wire. The patient's family chose to discontinue support on (B)(6) 2026 and the patient passed away. During the event, the physician said that the appendage was perforated with the was sheath. The device is not expected to be returned for analysis.